Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: inspection of the returned device revealed the nitinol was broken 9cm from the hub, this broken part of the nitinol extended 3cm in length. The liner was found to be intact. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter shaft broke. The direxion microcatheter was introduced to treat an unspecified lesion. During the procedure the shaft detached from the stem. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.